Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport clearvue slim and one catheter were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Striations were observed on the edge of the catheter, which also appeared smooth. During functional testing, the proximal end of the distal catheter segment was infused and aspirated. Some resistance was noted upon infusion of the detached catheter segment. Upon the application of more force and pressure, a blockage was cleared from the distal end of the catheter. The blockage was noted to be blood residue. However, the investigation is inconclusive for the reported obstruction of flow issue, as it is uncertain the blockage formed before or after removal from the patient; any existing blood within the device may congeal and dry. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately thirty-one days post port placement, the catheter was allegedly occluded. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately thirty-one days post port placement, the catheter was allegedly occluded. There was no reported patient injury.